Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified connector of a minicap transfer set had "no threads or spiral lines". This was observed before use of the device for peritoneal dialysis(pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to h4: device manufacture date: 02/14/2022 (previously submitted as ni). H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted damage on the female connector in multiple locations. The reported issue was verified. The cause of the condition was manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.